Event description:
Circular stapler used is under a class 1 product recall as of 04/11/2019. On (B)(6) 2019 pt underwent colon resection and anastomosis of diverticuli of large intestine. There was leakage and fecal matter noted in the jp drain and subsequently had add'l drain placed by an interventional radiologist. Serial CT of the abdominal indicated leakage at the anastomotic site with fluid collections. Pt had a PICC line placed for out-patient / home care for minimum 14 days. FDA safety report ID# (B)(4).